Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation under her right breast from the electrodes. The patient described the irritation as three inches long but no broken skin. There was no alleged device malfunction. The patient's physician advised the use of vaseline. The patient's rash was reported as improved.